Event description:
It is reported that a customer experienced high blood glucose of 30 mmol/l. The customer was treated for the high blood glucose with manual injections. The customer was informed that there could be many reasons for high blood glucose. The customer complained about a no delivery alarm and states that they will forget to change the infusion sets. The customer was assisted with trouble shooting and customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The insulin pump started working as designed. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm. The insulin pump and one touch ultra link is functioning and communicating properly also, recorded properly at the status screen. However, the insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.